Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 23.5 mmol/l. The customer was not using the auto mode and they declined to troubleshoot for the high blood glucose. Customer stated that insulin pump received sensor updating alert. The insulin pump will not returned for analysis.